Manufacturer narrative:
Per good faith effort response it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code of a 1124- battery failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When the power management (pm) printed circuit board assembly (pcba) detects a battery error, the ventilator continues to ventilate, and the battery charger turns off. Advised biomed of the 4th generation power management board that is being installed into all v60's as part of a recall. Biomed is reporting swapping the battery with a new philips respironics battery. The unit continues to display error 1124. The rse advised to verify that the pm pcba is equipped with pic firmware version 1.30. 2. Replace the internal battery. 3. Replace the pm pcba. The rse informed that it could be due to possible power management board. The rse dispatched a field service engineer for service and repair. The investigation is ongoing.